Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for lots 25095629, 25095131, and 25094443, the last 3 lots shipped to the account prior to the aware date. (The event date is not available.) There was no nonconformance recorded in the lot history. Internal complaint # - (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the c-ring broke on the vasoview hemopro 2 and fell into the pt's leg. The device was used to retrieve the piece from the pt. The dissection tip was used to create the tunnel and proximal insufflation was being used. A replacement device was used to complete the procedure. The hosp did not report any pt effects.